Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor; unable to perform, occlusion test and excessive no delivery test due to prime anomaly also, the insulin pump had intermittent act and up arrow buttons response due to flattened and creased button dome switch. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with operating currents within specifications, passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner. The insulin pump was returned without belt clip unable to confirm damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer stated that the buttons had to be pressed several times to get a response. Blood glucose level at the time of the incident was not provided. Customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.